Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Representative samples were returned for evaluation and were visually evaluated. The returned samples were found to be out of specification. The evaluation found fins and cracked barrels.

Event description:
It was reported that a patient underwent an abdominal hysterectomy on (B)(6) 2014 and suture was used. During the procedure the needle pulled off the suture. A like device was used to complete the procedure. There were no adverse patient consequences.